Event description:
The pt was unable to adjust stimulation. The implantable neurostimulator battery light was blinking. It was later reported that the battery was reading '0'. The hcp indicated that the battery depleted 'too soon'. The device was replaced. After replacement, the pt no longer had problems with his deep brain stimulation system. The hcp reported the outcome as 'no injury. Recovered without sequela'.

Manufacturer narrative:
The deep brain stimulator has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.